Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The carrier tube is in rear lock position. The anchor is still attached. The bypass tube is displaced. The latches on the carrier tube are slightly bent. The hemostasis sheath contains blood. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned device appeared to be in used condition and contained the anchor in the device. The device appeared to have been separated after the complaint event to ensure the presence of the anchor. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: upon completion of a gi bleed intervention with a 5fr sheath, a common iliac angiogram was performed, and a 6fr vip angio-seal was used for deployment. The artery was located, the device was set, however when the device was pulled back the entirety of the device was pulled out. Pressure was held over the femoral artery following the incident, and the patient was stabilized before leaving the interventional radiology (ir) suite. The estimated blood loss was less than 250 cc.